Event description:
It was reported that multiple cartridges were leaking from the o-ring. There was no adverse impact to the customer¿s blood glucose level. Customer loaded a new cartridge to address the issue.